Manufacturer narrative:
The initial MDR 2432235-2017-00550 was filed on oct 13, 2017. Additional information (10/23/2017): the customer service engineer (cse) changed and aligned the liquid level sensor. The cse ran 1600 samples and one sample resulted with an error, however this sample had bubbles. The customer was to check the pre analytical sample factors. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2432235-2017-00553_s1 was filed for the same event. MDR 2432235-2017-00554_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose hexokinase_3 result. Quality control (qc) was within range. A siemens customer service engineer (cse) was dispatched to the customer site. The service was performed over multiple visits. The cse performed adjustment of aspiration probe. The cse observed reaction cuvette washers (wud) needed cleaning. The cse performed cleaning of wud probes. The cse replaced clot sensor. A siemens headquarters support center (hsc) reviewed the information provided and concluded the event is not due to a reagent lot or method issue. The data is consistent with instrument related issues with the potential cause being the clogging of wud probes. Improper washing of the reaction tray (rrv) cuvettes due to the clogged detergent and aspiration lines on the wud is consistent with imprecision issues. The cause of the discordant glucose hexokinase_3 result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2432235-2017-00553 was filed for the same event. MDR 2432235-2017-00554 was filed for the same event.

Event description:
A discordant, falsely high glucose hexokinase_3 result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, recovering lower. The repeat result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant glucose hexokinase_3 result.